Event description:
Procedure: lap nissen. According to the reporter: the needle came out twice as the doctor was suturing. No ill effect to the pt. The needle disengaged into the surgical site and was retrieved. Surgical time extended by approximately 10 minutes.

Manufacturer narrative:
.